Manufacturer narrative:
The device was not returned for evaluation. The hospital is confidential and the product availability was not shared. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use with this disposable transducer with vamp, there was a loose connection and therefore a leakage occurred. The system disconnected spontaneously at the connection to the reservoir. A minor blood leakage occurred and the system was closed by shut of valve. The vamp was replaced with another one to continue the procedure. The same issue had happened also five times in the past. There was no allegation of patient injury. The devices were not available for evaluation since they were discarded at the hospital or exposed to covid-19. Patient demographics are not available.